Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the coupling tool side and grips were in poor condition and the interior was dirty. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Device was returned for service. During service, technician found breaks needles. Damages grips are observed. Very dirty inside. A long time has passed since it was given maintenance. This is report 1 of 1 for complaint #(B)(4).